Manufacturer narrative:
The initial analysis of the log file showed that in addition to the reported cockpit restart on (B)(6) 2017, the safety software of the device initiated a warm start of the ventilation unit on (B)(6) 2017 at 12:08 a.m. And the ventilation was interrupted temporarily. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the service mode was started to draw the log file. Subsequently, the cockpit initiated a restart. Thereupon the service mode was started again and the log file could be drawn. No patient consequences have been reported.

Manufacturer narrative:
The initial analysis of the log file showed that in addition to the reported cockpit restart on (B)(6) 2017, the safety software of the device initiated a warmstart of the ventilation unit on (B)(6) 2017 at 12:08 a.m. And the ventilation was interrupted temporarily. The extensive log analysis by the manufacturer showed that the warmstart was triggered by the internal safety software of the device, most likely because a time out condition was observed. An error entry was observed in coherency to the warmstart that the device was in use for nine months and was never switched off and on again during that time frame. The long use period of nine months is very unusual, as the devices have to be switched off and disconnected from mains regularly in the course of disassembling and hygienic reprocessing. This is described in the instructions for use. The warmstart of the ventilation unit takes about 8 seconds. During this time, the breathing system is opened to atmosphere, so spontaneous breathing of the patient is possible. After the warmstart, ventilation continues with the previous settings. The cockpit alarms acoustically and optically that a warmstart was performed. The device reacted as specified and the initiated warmstart corrected the temporary deviation. The ventilation was continued after the restart. Additionally, the reported cockpit restart (while being in service mode) could be confirmed by the log analysis and was caused by a memory leak. This condition was resolved by the restart and was alarmed correspondingly. No patient was connected at the time of this restart and only the service mode was affected.

Event description:
Please see initial-report.